Manufacturer narrative:
Patient age or date of birth and weight not available for reporting. This report is for an unknown radial stem. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a radial head prosthesis system on (B)(6) 2017 due to pain and loosening of the hardware (hardware failure). The hardware was originally implanted on (B)(6) 2016. This report is for one (1) unknown radial stem. This is report 2 of 2 for (B)(4).